Event description:
Boston scientific received information that this system was exhibiting elevated pacing impedance measurements which had now exceeded 2000 ohms on the left ventricular (lv) channel. Sensing and threshold measurements were stable. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). A boston scientific technical services discussed the clinical observations with the caller and recommended troubleshooting and contacting the manufacturer of the lv lead. Efforts to obtain additional product issue details were unsuccessful. This product issue will be re-evaluated if additional details are received.